Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is not responding to sounds as before, only for loud sounds. Further intervention is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as an increase of hi channels can be observed from in situ measurements. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but has not been carried out yet.

Event description:
The user is not responding to sounds as before, only for loud sounds. The recipient is to be re-implanted but date for surgery is not yet available.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as an increase of hi channels can be observed from in situ measurements. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
The user is not responding to sounds as before, only for loud sounds. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user is not responding to sounds as before, only for loud sounds. No history of trauma has been reported. The recipient was re-implanted.